Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted when the device is received and evaluated. No adverse event reported.

Event description:
It was reported that battery capacity was found to be 723 despite following proper battery management. No adverse event reported.